Manufacturer narrative:
It was reported that the ventilator failed a test during pre-use check. Our field service engineer investigated the ventilator on site and solved the reported failure by cleaning the membrane of the inspiratory pipe. After the cleaning, all performed tests passed and the ventilator is suitable for clinical use. The root cause as to why the inspiratory pipe was contaminated cannot be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator failed a test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).